Event description:
The pt had been picking at the pump and a cellulitis developed around the pump. The device system was explanted in 2003 due to the infection and not returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.